Event description:
A talent stent graft were implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that currently the aneurysm is 10 cm in diameter. Cross section of aortic neck measured 27x30 on current cta. The stent graft has migrated into the aneurysm sac resulting in a type I endoleak. The talent devices were explanted. Another manufacturer's device was used to reconstruct the aorta after explant. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).